Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by acute abdominal pain. The patient was hospitalized and treated with unspecified antibiotics for the event. At the time of this report, the patient was discharged from the hospital (eight days after the event onset) and was "doing better". The cause of the event and action taken with pd therapy were not reported. No additional information is available.